Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/10/2016 that on (B)(6) 2016, the readings on the insulin pump were "oscillating" in a sine wave even as his fs values were constant. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.